Manufacturer narrative:
Updated fields: h3, h4, h6, h7 and h9. This supplemental report is being submitted to provide the results of the final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the product analysis confirmed that the probe jaw was broken off. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure, expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that during a therapeutic laparoscopic total hysterectomy under sedation, the jaws of the ultrasonic surgical device fell off inside the patient and was retrieved. The procedure was completed with a back-up device. There were no reports of further patient harm.

Manufacturer narrative:
E1 - the customer's phone number is documented as (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.